Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the plastic from the endocatch gold broke off into the abdominal cavity.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/10/2015.

Event description:
Additional information provided by the account: the device component was removed from the patient's cavity. The plastic component came from the bag where the ring attaches. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The patient is doing well.